Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information to capture b5 describe event or problem and h6 device codes.

Event description:
It was reported that there was a check right atrial (ra) lead lead alert and impedance was typically steady but had few drops to less than two hundred. Boston scientific technical services (ts) discussed there was a episodes of myopotential on both right atrial (ra) and right ventricular (rv) leads. Ts then explained there could be an insulation breach on both leads and possibly a lead on lead in the pocket. Ts advised to not consider the leads reliable. There was no further information obtained from the field and to date, the right ventricular (rv) lead remains in service. No adverse patient effects reported. Additional information was received indicating that this right ventricular (rv) lead exhibited noise which was reproduced with isometrics.

Event description:
It was reported that there was a check right atrial (ra) lead lead alert and impedance was typically steady but had few drops to less than two hundred. Boston scientific technical services (ts) discussed there was a episodes of myopotential on both right atrial (ra) and right ventricular (rv) leads. Ts then explained there could be an insulation breach on both leads and possibly a lead on lead in the pocket. Ts advised to not consider the leads reliable. There was no further information obtained from the field and to date, the right ventricular (rv) lead remains in service. No adverse patient effects reported. Additional information was received indicating that this right ventricular (rv) lead exhibited noise which was reproduced with isometrics. The lead was then surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information to capture b5 describe event or problem and h6 device codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a check right atrial (ra) lead lead alert and impedance was typically steady but had few drops to less than two hundred. Boston scientific technical services (ts) discussed there was a episodes of myopotential on both right atrial (ra) and right ventricular (rv) leads. Ts then explained there could be an insulation breach on both leads and possibly a lead on lead in the pocket. Ts advised to not consider the leads reliable. There was no further information obtained from the field and to date, the right ventricular (rv) lead remains in service. No adverse patient effects reported.